Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). Reporter¿s complete mailing address is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery handpiece device did not work even though the battery was changed. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device mechanics, gear wheel defective, recon saw was blocked and failed pre-test for check function of all modes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.